Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. The pt's history includes non-insulin dependent diabetes mellitus and coronary artery disease with two-vessel coronary intervention in 8/00. The medtronic/ave rep reported that the pt had moderate vessel tortuosity and little calcification. Films are unavailable to confirm vessel morphology. The procedure note from the facility is limited and does not address the surgical conversion; however, the physician reports that the post procedure angiogram "showed no proximal or distal leak but slight filling of the aneurysm by a transgraft blush was observed." The rep reported that the stent graft was successfully deployed but the physician had difficulty removing the runners and experienced increased resistance. He reports that the physician pulled down on the device and caused migration of the bifurcated stent graft, therefore, the pt had to be surgically converted. The rep was not present at this event. Several attempts to obtain info from the facility have resulted in minimal and incomplete info. The pt was reported to be fine post procedure and there was no add'l adverse clinical sequelae reported related to this event.